Event description:
In 2008, a doctor reported that a patient had developed a blueish discoloration on his palatal tissue in his mouth from wearing the trans-palatal arch (tpa) appliance for five years.

Manufacturer narrative:
According to the doctor the discoloration is harmless and since it is only visible inside the patient's mouth on the inner palatal tissue, it does not create any aesthetic problems for the patient. The patient is doing fine and has had the appliance removed since 2007. The patient wore the appliance for approximately five years. This is the final report.